Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical. A visual inspection of the returned cycler exterior showed signs of physical damage on the power entry module. Replaced power entry module for further testing. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. An internal inspection of the cycler found a short on the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. Post-ast 2hours 15mins 8500ml simulated treatment was performed without any failures or problems. Voltage verification check passed. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported a mwd - watchdog timer error alarm on the cycler. The alarm occurred twice. The patient rebooted the cycler and the alarm reoccurred. Replaced cycler due to mwd- watchdog timer error alarm. Patient does know how to perform manual treatments. The technical support representative issued the cycler replacement. Upon follow up, it was confirmed that the patient was able to complete treatment on the reported day. No patient adverse effects were experienced and no medical intervention was required. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.